Event description:
It was reported via a clinical study, that a 66 yo male patient, who had a right tsa, underwent a shoulder exploration of subscapularis tendon, double row repair and augmentation with dermal allograft due to traumatic rupture of the subscapularis tendon. There was cutibacterium acnes growth observed in 3 samples. The study indicates the event is definitely not related to the devices or the procedure. Actions taken were surgical repair and an antibiotic regimen. Outcome indicates resolved. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.